Manufacturer narrative:
The customer's device was not returned to stryker for evaluation. The customer has been informed that the device is beyond service life repair and it's unable to be repaired. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.